Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting off. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose value was 99 mg/dl.